Event description:
The customer reported that the system will not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive, reloaded the software, and restored the backup configuration. The system now operates as intended.